Event description:
It was reported that the rigid video scope displayed a green image. The issue occurred during preparation for use. There was no patient involvement. Additional information was provided by the customer: during preparation for demonstration.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fibre bonding in the outer tube area (distal end) was damaged and cut in the protector of the video cable section. The most probable root cause of the complaint is component failure. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope displayed a green image. The issue occurred during preparation for use. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.